Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, upon removal of the re-entry malecot drainage nephrostomy catheter the middle part detached inside the patient. The detached part was successfully retrieved with a plier. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned re-entry malecot nephrostomy catheter set revealed that the catheter and the green distal tip were kinked in several locations the catheter was broken near the location of the catheter shaft bond. The broken ends were not straight and were not perpendicular with the sides of the catheter. A blue residue was present near the break on both sides. Examinations of the bonded ends under magnification demonstrate the bond was made during manufacturing. A suture was wrapped around the catheter approximately 7.5cm from the distal end of the proximal fragment. The suture appeared to have been used to pull the device as the suture was cinched into the catheter. Based on all gathered information, the most probable root cause classification is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, upon removal of the re-entry malecot drainage nephrostomy catheter the middle part detached inside the patient. The detached part was successfully retrieved with a plier. The patient condition at the conclusion of the procedure was reported to be stable.